Event description:
It was reported that the patient experienced pain, a shocking sensation, and a loss of therapeutic effect and had the implantable neurostimulator (ins) replaced. The shocking sensation stopped when the ins was turned off and impedances were measured and found to be within the normal ranges. The replacement surgery was ''well tolerated'' by the patient and she recovered without sequelae. It was noted that the hcp indicated the replacement surgery took place on (B)(6) 2012; however, the manufacturer's device registry indicated a replacement date of (B)(6) 2012.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model 3116, serial# (B)(4)) found setscrew grommet #3 was loose. Analysis of the lead (model 435135, serial# (B)(4)) found no anomaly. Analysis of the lead (model 435135 serial# (B)(4)) found no significant anomaly. The body insulation of the lead was cut through and lead was segmented. Distal end of the lead was not returned.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012; product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.